Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2015 that he had a red bumpy rash with a blister under the rear therapy electrodes. It was reported that the top later of skin had peeled and that the irritation was the same size as the te pads. The patient reported using a+b topical baby ointment on the area. During a follow up on (B)(6) 2015, the patient indicated that the blister was gone and that the rash had not quite healed. The patient did see his doctor who prescribed a cream for the irritation. There was no alleged device malfunction. The final medical outcome of the irritation is unknown.